Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to the pump sticking that was notified at time of product was received. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information received states the patient was unable to pump the device consistently.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to the pump sticking that was notified at time of product was received. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to the pump sticking that was notified at time of product was received. Additional information received states the patient was unable to pump the device consistently.

Manufacturer narrative:
Malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. When functionally tested the pump bulb stayed deflated when the pump was being activated. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The allegation of a sticking pump was confirmed. The allegation of a sticking pump was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.